Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. It is presumed that the likely cause could be water or moisture entering the scope, and the moisture damaged the circuit board inside the connector. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for use of IFU. Ltf-s190-5 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1 (establishment name): (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex deflectable videoscope exhibited occasional no image. The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm, delay and patient was not under anesthesia.